Event description:
The father reports that until 5 days ago the child could hear and respond with the device. However, 5 days ago the dl-coil started to show a red light when it was attached to the head. Initially the parents thought the audio processor did not work correctly but the audiologist found it fully functional. Re-implantation is considered. Furthermore, new measurements are planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father reports that until 5 days ago the child could hear and respond with the device. However, 5 days ago the dl-coil started to show a red light when it was attached to the head. Initially the parents thought the audio processor did not work correctly but the audiologist found it fully functional. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. Even though no such event, like an accident, is mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.